Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged between 130-147 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.